Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion; guide catheter: hyperion, guidezilla guideliner. (B)(4). The additional xience alpine is being filed under a separate medwatch report. Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported difficulty to position and the reported difficulty to remove the device were unable to be replicated in a testing environment due to the condition of the returned device. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a concentric, de novo lesion with mild tortuosity, moderate calcification and 90% stenosis in the mid right coronary (rca) artery. After performing pre-dilatation of the lesion, the 3.25 x 15 mm xience alpine stent delivery system (sds) was advanced, but failed to cross the lesion. A guide catheter extension was advanced and the xience alpine sds was advanced for a second time, but resistance was met with the guide catheter extension. Thus, the sds was removed from the patients anatomy and the stent distal struts were found flared. A new 3.25 x 15 mm xience alpine was advanced, but again there was resistance with the guide catheter extension and when the device was removed from the patient's anatomy, the distal stent struts were found flared as well. It was further reported that some resistance was felt during removal of both devices through the guide catheter extension. A new 3.25 x 15 mm xience alpine stent was advanced with the extension catheter and successfully deployed. There were no adverse patient effects and no clinically significant delay in the procedure reported. No additional information was provided.